Event description:
Customer states that batteries in use with pump get hot to the touch.

Manufacturer narrative:
Investigation found that the fluid ingress into pump causing pcb to corrode and batteries in use to get hot to the touch when turned on. Pcb was replaced to resolve the issue.